Event description:
The customer reported that the unit shut down and restarted when attempting to charge for defibrillation during testing.

Manufacturer narrative:
The serial number of the battery was not provided; therefore, the manufacturing date could not be determined.